Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing via a merlin@home transmission. The oversensing was noted on a stored egm. No further information is available.